Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available.

Event description:
The customer contacted stryker to report their device did not provide defibrillation therapy as expected during use with a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. Another device was available for use.

Manufacturer narrative:
The device was returned to stryker for evaluation and was able to verify the reported issue. Stryker replaced the device's therapy pcba to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The root cause was determined to be a shorted q8 in the h-bridge circuit on the therapy pcba.

Event description:
The customer contacted stryker to report their device did not provide defibrillation therapy as expected during use with a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. Another device was available for use.